Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: lap-chole event description: complaint 1 of 9: (B)(4). Complaint 2 of 9: (B)(4). Complaint 3 of 9: (B)(4). Complaint 4 of 9: (B)(4). Complaint 5 of 9: (B)(4). Complaint 6 of 9: (B)(4). Complaint 7 of 9: (B)(4). Complaint 8 of 9: (B)(4). Complaint 9 of 9: (B)(4). Customer wanted to clip the cystic duct. When preloading, no clip is coming out. Lot numbers: 1489897/1490315/1490524/1491916. Patient status: no injury. Intervention: opened a new product.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.

Event description:
Procedure performed: lap-chole event description: complaint 1 of 9: 2024-000509 complaint 2 of 9: 2024-001157 complaint 3 of 9: 2024-001158 complaint 4 of 9: 2024-001159 complaint 5 of 9: 2024-001160 complaint 6 of 9: 2024-001161 complaint 7 of 9: 2024-001162 complaint 8 of 9: 2024-001163 complaint 9 of 9: 2024-001164. Customer wanted to clip the cystic duct. When preloading, no clip is coming out. Lot numbers: 1489897/1490315/1490524/1491916 patient status: no injury intervention: opened a new product.